Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock when the patient was picking up fruit with his arms in the air, in the secondary vector. The physician carried out a new automatic configuration, and only the secondary vector was valid in the 2 positions. The physician is keeping this vector for the time being, pending feedback from boston scientific to see if another vector can be used despite the issue of the primary and secondary vectors in the seated position. Various maneuvers were performed with the primary vector at gain 2 and there appears to be some noise, but no over-detection. Additionally, technical services reviewed the available data and confirmed an inappropriate shock due to myopotential oversensing while employing the secondary vector. On this episode the myopotentials were oversensed and one of the causes is the low r wave amplitude together with the high noise amplitude observed. Technical services indicated that there was no ideal vector to be employed. As the system has already been proven that there was an inappropriate shock risk while employing in the secondary vector, the healthcare professional may consider employing primary vector with a close monitoring. If the physician decides to relocate the system, technical service suggest moving the electrode to optimized to a more sternal location, this could likely help in reducing myopotential impact as it could be further away from pectoral muscles. The healthcare professional can also choose to ask the patient to perform weekly patient initiated interrogations (pii) and have the data analyze weekly on demand. No additional adverse patient effects were reported. This device and electrode remain in-service. Additional information was provided, it was reported that the healthcare professional had called and reported that this s-ICD system has now been deactivated due to the inappropriate shock. The patient no longer will need the communicator for home use. The patient will be provided with an endocavitary defibrillator. No additional adverse patient effects were reported. This system remains implanted but electronically deactivated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock when the patient was picking up fruit with his arms in the air, in the secondary vector. The physician carried out a new automatic configuration, and only the secondary vector was valid in the 2 positions. The physician is keeping this vector for the time being, pending feedback from boston scientific to see if another vector can be used despite the issue of the primary and secondary vectors in the seated position. Various maneuvers were performed with the primary vector at gain 2 and there appears to be some noise, but no over-detection. Additionally, technical services reviewed the available data and confirmed an inappropriate shock due to myopotential oversensing while employing the secondary vector. On this episode the myopotentials were oversensed and one of the causes is the low r wave amplitude together with the high noise amplitude observed. Technical services indicated that there was no ideal vector to be employed. As the system has already been proven that there was an inappropriate shock risk while employing in the secondary vector, the healthcare professional may consider employing primary vector with a close monitoring. If the physician decides to relocate the system, technical service suggest moving the electrode to optimized to a more sternal location, this could likely help in reducing myopotential impact as it could be further away from pectoral muscles. The healthcare professional can also choose to ask the patient to perform weekly patient initiated interrogations (pii) and have the data analyze weekly on demand. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock when the patient was picking up fruit with his arms in the air, in the secondary vector. The physician carried out a new automatic configuration, and only the secondary vector was valid in the 2 positions. The physician is keeping this vector for the time being, pending feedback from boston scientific to see if another vector can be used despite the issue of the primary and secondary vectors in the seated position. Various maneuvers were performed with the primary vector at gain 2 and there appears to be some noise, but no over-detection. Data analysis was requested but has yet to begin. No additional adverse patient effects were reported. This device and electrode remain in-service.